Manufacturer narrative:
Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226. A1, a5, b2: not provided by the customer. Ge healthcare's investigation is on-going at this time. A follow-up report will be submitted when the investigation is completed.

Event description:
It was reported that a patient was found unresponsive and the central station may not have audibly alarmed. The patient was transferred to the ICU where they eventually expired.

Manufacturer narrative:
The customer did not provide any further details regarding the patient event or the progression of events leading up to the patient's demise. The cscs v3 log files were not available for analysis. Ge healthcare reviewed the telemetry server log files which showed that an arrhythmia suspend alarm was provided at the time of the event followed by a leads fail alarm. The arrhythmia suspend alarm is an indication of ECG noise impacting monitoring conditions and the related ECG arrhythmia alarms. The arrhythmia suspend alarm was configured to low priority by the customer (the factory default setting is high priority). The fe did not identify any issues with the audio alarms when the device was inspected. In a review of historical data, no adverse trends related to this issue were identified. Ge healthcare was unable to confirm any malfunction of the device. The risk analysis determined that no additional mitigations are available to reduce the risk, and the risk has been reduced as far as possible. No further actions are planned by ge healthcare.